Event description:
It was reported the asymptomatic patient's atrial lead was oversensing noise. Programming changes were attempted to avoid the noise but it was decided to cap and replace the lead on (B)(6) 2021. The patient was stable.